Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Elective replacement indicator (eri) triggered on (B)(6) 2016.

Event description:
It was reported that four months ago the implantable pulse generator (ipg) had an average longevity estimate of 3.5 years, however the device was now at elective replacement indicator (eri) unexpectedly. Battery impedance had also increased. There appeared to be a significant load on the battery that was inconsistent with device configuration. Early battery depletion was suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. A high current drain condition was found during device analysis. Electrical analysis revealed the cause of the high current drain was current leakage in the battery filter capacitors.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.